Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported by sales consultant: during a scaphoid open reduction internal fixation (orif) procedure on (B)(6) 2013, the tip of the screwdriver broke off during implantation. It was also reported the tip was recovered and there was no adverse to patient, as the procedure was completed. This is 1 of 1 device for this event reported on complaint (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pd engineer evaluated the device. The evaluation report states that the risk analysis (agile document se_241848 ad, lines 640, 650 & 660) includes the hazard of a broken screwdriver tip. The severity of harm for all 3 lines is appropriately identified at 3. The probability of occurrence of harm is a 1. Over the past 7 years we have sold (B)(4) 3.0mm headless compression screws with a total of (B)(4) complaints related to breakage of the screwdriver tip. (B)(4). The screwdriver shaft is made from x15tn stainless steel, a commonly used high strength, corrosion resistant material common in instrument applications. The lot number indicates that this screwdriver shaft was manufactured in january 2007. Considering the over six years of successful field use of this device, the common usage of x15tn in similar applications and the low rate of occurrence, it is unlikely that the design was a contributing factor in this broken screwdriver bit. As such, this complaint is determined to be invalid from a design perspective.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing evaluation performed. The cannulated screwdriver bit is broken off at a 45 degree angle w.r.t. The axis encompassing about half the tip. The 45 degree break extends about 3mm up the shaft. Only the shaft is available for evaluation; the broken off portion is missing. Due to the breakage the complaint relevant dimensions cannot be checked to post-manufacturing dimensions anymore. The measurable dimensions were checked referring to drawing se_006257 / vers. A and found to meet the specifications. The DHR review shows that the correct material and hardening procedures were used. The broken surfaces are homogenous what indicates material conformity as well. A manufacturing conclusion cannot be presented due to the condition/missing portion of the product. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. This complaint is deemed indeterminate from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Product code changed from lrz to hxx. Manufacturing site changed from synthes USA to synthes (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).